Event description:
The customer reported to olympus, that the cv-170 video system center was having intermittent video connection problem. In additional, the device was not sending video signal to the monitor. It was reported that the event occurred during preparation for use, prior to a cystogram diagnostic procedure. There were no reports of patient harm associated with this event. Additional information received from customer that the issue occurred on multiple dates and the most recent was (B)(6) 2021 which is address in this report. A previous event was addressed under manufacturer report# 8010047-2021-16517. Additional information regarding other events has been requested but not yet received. It was further reported the issue would occur when the nurse attempt to connect the camera to the subject device, and sometimes there will be no image, just color bars (but still no image would be displayed) or the displayed image would be black and white (no color). The customer reported procedure delays and sometimes reschedule 2-3 days if the doctor is performing a cystogram. However, if the doctor was not performing a cystogram and could use a rigid scope (ie for pulling a stent), a procedural delay may occur but not a reschedule. It was reported that the devices that were used in conjunction with the subject device at the time of the events were cv-170 unit, a flexible or rigid scope, camera head otv-s7h and a monitor.

Manufacturer narrative:
It was reported that initially the customer thought it was the camera, so a loaner was obtained and with the loaner the issue did not resolve. The customer reported that an olympus representative assisted with troubleshooting to determine if the issue was the processor or the monitor. Multiple attempts at troubleshooting different aspects of the device were unsuccessful. In additional, it was reported that the customer suspected that the camera was refurbished by a 3rd party which may have affected the electronics within the (camera) processor. However, the customer switched to a different monitor and connected to another cv-170 and had no issue. As a result, the customer returned the subject device for investigation. The olympus service center confirmed the reported event during inspection and testing. The evaluation stated that worn out video connector latch caused the unstable image when slightly touching the pigtail. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty video connector latch/socket could not be identified. Olympus will continue to monitor field performance for this device.